Manufacturer narrative:
A ge service representative performed an onsite investigation. A generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error code saturation fault. This will prevent the system from booting to a usable state. No pt serious injury or death was reported related to this event.